Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed by the patient's physician that there was no performance issue associated with the implantable pulse generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient is "having an echo done and we are suspecting that the pacemaker is acting up". The patient's implantable pulse generator remains in use. No patient complications have been reported as a result of this event.